Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2002; 383059, lead, implanted: (B)(6) 2010; dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that they had a bouncy feeling when sitting or lying down. Diaphragmatic stimulation via the patient's left ventricular (lv) lead was determined to be the cause. The pacing parameters of the lv lead were reprogrammed and the issue resolved. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.